Manufacturer narrative:
Exact date unknown, event occurred in 2019 explant date: 2019.

Event description:
It was reported that the patient underwent an explant procedure due to pocket pain. The explanted device will not be returned.